Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, loss of both atrial sensing and capture were observed. Programming changes were made. No further information is available.